Manufacturer narrative:
The device was not returned to csi; therefore, an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was highly stenosed and located in the mid left anterior descending (lad) artery. The lesion was treated with the oad using three passes at low speed. Post atherectomy, two stents were deployed. When the second stent was post-dilated, a perforation was noted. The perforation was initially resolved with the placement of the stent, however the patient expired post procedure. The primary cause of death is unknown. There is no allegation from the physician that any csi device caused or contributed to the reported event.